Event description:
The customer reported that the patient experienced "bp sureges" twice. Based on feedback from the customer regarding events they have observed when changing syringes this description is presumed to mean that the patient's blood pressure increased twice with syringe changes. No additional patient or event information was provided.

Manufacturer narrative:
The customer¿s report of blood pressure increases with syringe changes was not confirmed. The syringe log showed that only 1 syringe, a 35ml monoject syringe containing 25.0646ml was in use on (B)(6) 2015. The syringe module was used to infuse at rates of 0.7125ml/hr, 1.0687ml/hr and 0.3562ml/hr. Neither the pc unit nor the pc unit event logs were received, and the syringe event log contains limited information. The syringe module was received in overall good condition with no anomalies noted, and passed both the plunger force accuracy and plunger position accuracy tests. The root cause of the reported event could not be identified.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.